Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for routine check feeling fatigue, it was noted that the pulse generator had been programmed off for an unknown reason. The device was programmed back on. The patient's condition was stable.